Manufacturer narrative:
Received one (1) used mc330523 transfer set w/clave, smallbore trifuse ext set, 2-0.2 micron filters for inspection. As received, the 0.2 micron filter on the green line was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the inlet filter vent. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where it was reported that the green filter on the trifuse set was leaking. The level of harm was minimal and patient's impact to the incident was risk of infection. There was no serious harm reported. There was unexpected or prolonged care. Thus, there was patient involvement and no harm reported.